Event description:
Event described as: the applier will not hold into clip when being placed in the pt. Complaint came through repair service. No further additional info available. No pt injury reported.

Manufacturer narrative:
No device is available for investigation. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.